Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is expected. Should additional information become available, a follow-up report will be submitted.

Event description:
Information received via complaint form is indicated as follows: before surgery in patients with indwelling catheter, balloon without bumps, but in the connection, position of the syringe protuberant, then changed to another catheter. The balloon could not be deflated.